Event description:
It was reported that during a cardiac catheterization procedure, a balloon puncture occurred. The 80% stenotic lesion was located in the severely tortuous and highly calcified right coronary artery (rca). The physician attempted to inflate the 12mm x 2.00mm maverick over-the wire balloon to approximately 10 atms, however, the balloon failed to hold pressure. According to the customer, the balloon punctured "due to tortuosity and calcification. The device was successfully removed and exchanged for a different balloon. The procedure was completed by placing a taxus otw drug eluting stent within the artery. No patient complications were reported. Patient's status is reported as "stable".